Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be established. The subject device has not been returned. However, if additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer spoke to olympus technical assistance center (tac) support to inquire information on if olympus sold the power button for the clv-190. Tac informed the customer that the part was not available for sale and service was the only solution since the unit was broken. The customer requested for a box to send in the unit and tac transferred the customer to the repairs and loaners department to have a return merchandise authorization set up. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source power button is broken. There was no patient involvement, no harm or user injury reported due to the event.